Manufacturer narrative:
Eval summary: the analysis results found that one el5ml device was returned for analysis. The device was noted to have the jaw ramp broken off from the left side. The device was tested for functionality; it cycled, and ejected the remaining clips due to the jaw condition. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. An investigation has been initiated to determine the cause of this issue.

Event description:
It was reported that during a gall bladder procedure, the clips delivered but, applier hard to fire only the 1st could come out. They used another like device. No pt consequence.